Event description:
Pump was reported to overinfuse. 250mg of lasix in 250ml of normal saline was started at 4:15 to deliver at a rate of 10ml/hr. Approximately 1 hour and 5 minutes later, found 50ml remaining in bag. No medical intervention was needed and no pt injury resulted.